Manufacturer narrative:
Date rec'd by MFR: 14mar2019. A replacement flow sensor was sent to the customer to address the alleged issues. The customer was contacted multiple times, however, no response was received. No parts have been received by philips for evaluation, therefore, a root cause could not be established. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 14dec2018. Date of manufacturer: 29nov2018. The customer reported that swapping out the air flow sensor corrected the patient wye not blocked error code but caused an air flow sensor cable misconnected to the oxygen connector (j10) on sensor printed circuit board to develop. The customer ordered a sensor printed circuit board. The customer reported that the failed flow sensor was reinstalled and the customer was able to access the service menus and the unit resumed ("somewhat") normal operation. No parts have been received by philips for evaluation, therefore, a root cause could not be established.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 11/09/2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer reported the unit displayed "patient wye not blocked " error code ((B)(4)) no patient/user harm reported. The event date was not specified; estimate used.